Event description:
A nondelivery with no pump alarm. The pump was programmed to deliver 5% dextrose in water at a rate of 50ml/hr. No further programming parameters were provided. After an unspecified length of time, the nurse found the IV fluid container was still full. Reportedly, the tubing set was installed "incorrectly" and the pump display incremented; however, no fluid was delivered. No audible alarm was noted. The nurse reinstalled the tubing set and resumed therapy. There were no reported adverse patient effects. No medical interventions were required.